Event description:
When contacted for follow up information, the healthcare professional (hcp) confirmed that the cause of the event was ¿possibly¿ from the use of the tens unit. Patient symptoms of loss of efficacy were noted. No abnormal impedances were reported. Four new programs/settings were provided to the patient on (B)(6) 2013. Hospitalization was not required for the event and the patient outcome was reported as no injury.

Event description:
It was reported the patient had terrible back pain not related to the implantable neurostimulator (ins) and had been using a tens unit over her ins for 1.5 weeks prior to report. The patient noticed her symptoms elevated and became worse; she was "flooding herself 4 times a day and changing her briefs 5-6 times a day. There was no feeling of urgency, and it just happened. The caller mentioned having 3 pinched nerves and 3 herniated disks, spinal stenosis, and degenerative arthritis in the lower lumbar from s1 to l4. The patient was redirected to their healthcare provider. It was reported the patient still had concerns regarding their device or therapy and had plans to make an appointment on (B)(6) 2013. It was stated the patient had very bad incontinence problems since she began using the tens unit for her back physical therapy. The patient was advised to stop using the tens unit.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va05ffa serial# implanted: (B)(6) 2013, explanted: product type lead. (B)(4).